Manufacturer narrative:
(B)(4).

Event description:
The customer alleges on the eighth day of usage, the injection hub of the distal lumen was broken.

Manufacturer narrative:
(B)(4). The customer returned a single 3-lumen catheter for evaluation. The catheter was missing the luer hub from the distal extension line which was not returned. Evidence of use was observed on the sample. Visual examination revealed the distal luer hub had separated from the distal extension line. The material at the end of the extension line was even but slightly rough in appearance. The separation point does not appear to be consistent with a tear based on the even nature of the material and it does not appear to be consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.) Based on the rough surface. The separation point of the luer hub could not be examined as the luer hub was not returned; therefore, a root cause for the separation could not be determined. Residual adhesive material was observed on the distal extension line body. A portion of the distal extension line body was deformed where the slide clamp had occluded the line. No defects were observed on the proximal and medial extension lines or the juncture hub. The end of the catheter body was cut and the catheter tip was not returned. Other remarks: the distal extension line length measured 85 mm which is consistent with the nominal specification of 85 mm per catheter product drawing; therefore, it appears the extension line separated directly adjacent to the luer hub. The distal extension line outer diameter and the distal extension line inner diameter were measured and were found to be within specification. The catheter body length measured 282 mm; indicating approximately 38 mm of the catheter was cut off based on the specification. A manual tug test confirmed the proximal and medial luer hubs were secure to the extension lines. A device history record review was performed on the catheter including the distal extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product contains the cautions "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The IFU also cautions the user "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The report that the extension line luer hub separated from the distal extension line was confirmed through visual inspection of the returned sample. The customer returned a 3-lumen catheter which was missing the distal luer hub. Dimensional inspection revealed that the extension line likely separated directly adjacent to the luer hub. The material at the separation point of the extension line was even and rough in appearance; however, no conclusions could be drawn about the cause of the separation without examining the separated luer hub, which was not returned. A device history record review was performed on the extension line and no manufacturing related issues were identified. The probable cause of the luer hub separation could not be determined based upon the information provided and without the distal luer hub being returned. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer alleges on the eighth day of usage, the injection hub of the distal lumen was broken.